Event description:
It was reported that the patient presented to hospital with skin erosion at device pocket. The pacemaker was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and device image download successful.